Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In the initial report, section b5 was incorrect, the correct b5 should be- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received voluntary medwatch (mw5102229 and mw5102223). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient has alleged seeing black particles, chest pain, sinus pressure and dizziness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of unknown dust contaminant on the bottom enclosure, unknown dust contaminant on the blower box, liquid ingress on the blower and blower box, keratin-like substance on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with liquid ingress on the blower and blower box, keratin-like substance on the blower box outlet and unknown dust contaminant on the bottom enclosure, unknown dust contaminant on the blower box were inconsistent with sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. In this report, section a1, d9, g3, h6 have been updated/corrected.